Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy. The software functioned as designed.

Event description:
A medtronic representative reported that while calibrating the oec 9900 c-arm with the navigation system, there was inaccuracy observed. The anterior posterior (ap) lateral image was accurate, however, the lateral image was approximately 1 millimeter off. There was no patient present when this issue was identified.